Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the device exhibited vf episodes that were attributed to noise. The patient received atp therapy for these episodes. The ventricular lead exhibited variable impedances. It was reported the issue was resolved. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received states the lead was explanted and replaced. No further information is available.